Event description:
Reporter stated that a patient test, performed on the suspect device, was not retained in the device's memory. Reporter indicated that there was no apparent damage to the device. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.